Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device appeared to exhibit an increase in the pacing rate as a result of the minute ventilation (mv) sensor response to upper body physical movements/non-respiratory signals. Please refer to the incident description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient implanted with this pacemaker complained the minute ventilation (mv) sensor was not reaching the maximum sensor rate of 170 bpm. It was noted the clinicians performed significant optimizations with the patient's previous device, which was explanted and replaced six days ago due to normal battery depletion. Technical services discussed with the patient and the clinician that they should wait about six weeks post-implant to perform any programming optimization, as there was still some inflammation/edema/hematoma in the pocket area as the device was implanted sub-pectoral. The excess fluid in the pocket this close to the implant date might contribute to the perceived over and under response the patient was feeling with the mv sensor. It was agreed the patient would be seen on august 14 and if the mv sensor was not responding as expected they could consider a higher response factor. No adverse patient effects were reported. No interventions were required due to the device pocket observations. The device remains implanted and in service. The patient returned for a follow up in december and reported feeling that the pacemaker had moved in the pocket and was now situated in the same location as the previous device. Due to the movement of the pacemaker, the patient experienced higher heart rates while moving their arms. The patient reported those symptoms occurred in october and they haven't experienced them in the last weeks. Because the higher heart rates were related to the minute ventilation (mv) sensor behavior caused by the device moving in the pocket, the mv setting was decreased from 13 to 12. The patient also reported higher heart rates post exercise, but that was suspected to be breath-pattern-related. The patient will return for a follow up after spending time with the new mv setting. No adverse patient effects were reported. The device remains implanted and in service.